Manufacturer narrative:
This report is being supplemented to provide additional information based on culture results, the device evaluation and the legal manufacturer's final investigation. Culture examination results at the facility: sampling date: (B)(6) 2023, sampling point: biopsy/operating channel, cfu: 2cfu/20ml, bacterial identification: cupriavidus pauculus. Culture examination results at the by a third-party organization: sampling date: (B)(6) 2023, sampling point: all channels, cfu: 1cfu, bacterial identification: micrococcus luteus, the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: poor water-tightness due to deformation of the s-shaped connector. Poor water water-tightness due to shaved guide pin of the electrical connector. Connection between the s-shaped connector and the universal cord is loose. Adhesive of the bending section rubber is worn out. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming the contents of the instruction manual of the bf-uc180f, it is described about reprocessing method on the items below: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning, sterilization and disinfection (cds) process performed at the user facility. There was no patient infection and no deviations or deficiencies during reprocessing. The automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd) used was the bht, e4 and the customer reported that the aer/ewd had a fan defect. The detergent used was neodisher and the disinfectant used was neodisher endo. All channels were connected with tubes when the endoscope was setting up in the aer/ewd and the concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled with thermische desinfektion. The device was dried in a drying cabinet and stored in a simple cabinet. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during reprocessing the evis exera ii ultrasonic bronchofibervideoscope tested positive for unexpected contamination and a loose supply socket. The issue was found during a routine culture of the scope. There was no patient or procedural involvement. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.